Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for physical evaluation, hence, the complaint cannot be confirmed. Given the information provided we cannot discern a definitive root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device has not been returned yet. An additional information request has been made to determine if there were patient consequences as a result of this failure. There were none mentioned in the initial complaint. A DHR request has been made but not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) ¿ incomplete. The expiration date is not currently available.

Event description:
Mr (B)(6) was undertaking within a knee arthroscopy at 11am today ((B)(6)) when the cp90 electrode he was using (ref: 228146 / lot: u1801217) lost suction. No employees were present at the time but another cp90 electrode was opened and used to complete the case. The delay to the procedure was minimal. I have been informed that the electrode in question may have been disposed of due to it¿s contamination status but I am working with the team to try & locate and arrange potential return for analysis.